Event description:
A 6060 pump was reported to deliver a 120 hour therapy in 2 to 3 hours. The pt was in aplasia and was hospitalized in 2003 for 12 hours duration to prevent the risks of immediate toxicity of the 5 fu chemotherapy with monitoring ECG. No adverse effects were noted at that time. The facility expected the pt to be hospitalized again due to serious aplasia and mucite (mucositis).